Manufacturer narrative:
During secondary review it was determined this event was reported under g8 number 1721504-2025-00013 where the manufacturer number and name was inadvertently reported incorrectly. This report with g8 number . Is the correct report for the endomaxx stent as it is manufactured in (B)(6), texas. We will send a cancellation for the other report indicating this one is correct. This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. One endomaxx stent was received for evaluation. Upon receipt, it was noticed that the stent had fractured into multiple pieces and it was noticed that the bear claw clip had perforated the stent polyurethane covering towards the proximal end. Installed like this, the clip would have inadvertently weakened the integrity of the stent due to the hole created. It was also noticed that there was excessive tissue growth on the stent, especially towards the distal end of the stent. This tissue growth could have also affected stent integrity by interfering with the stent covering or adhesion between covering and frame. The stent was observed to have fractured at roughly the midpoint of the stent. Given the information gathered, there is not a definite root because that can be established due to how the conditions of both the proximal and distal ends having possibly contributed to the fracture at the stent midpoint. A review of the device history and complaint database could not be performed since the lot number was not provided. A search of the complaint database was performed and no similar complaints with this lot number were identified.

Event description:
The customer reported that a stent was successfully deployed, to treat an esophageal stricture with stent removal scheduled. During the removal processes an esophagogastroduodenoscopy (egd) was ordered. The physician states that the stent had been fractured at the mid-point, with the proximal half of the stent had started to invaginate. The physician successfully removed the esophageal stent in several pieces because of the confirmed fracture with no harm to the patient.